Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart and a cold reset was performed alarm after a battery change. Customer¿s blood glucose level was unknown. Customer stated that a temp basal was not programmed before the alarm occurred and the insulin pump was stored or not in use for an extended period of time. The device will not be returned for analysis.